Event description:
On june 25, 2008, the pt's husband/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra meter is giving inaccurate high readings. On july 8, 2008, this medical affairs specialist contacted the reporter to clarify info obtained during the initial call. On the evening of thirteen days prior to original date, the pt reportedly obtained a blood glucose reading of "248 mg/dl." No symptoms were reported at that time. The pt's husband allegedly gave her 6 units of humalog based on the sliding scale per the lfs meter reading at 10:15pm. In addition to the bolus insulin, the pt took, she also took her usual dose of lantus (20 units). The pt reportedly did not eat anything after she took her insulin bolus. On that day at 3am, the pt reportedly "bottomed out" displaying symptoms described as "lethargic and unresponsive" and obtained a blood glucose reading of "62 mg/dl" on the lfs meter. The reporter gave the pt juice, graham crackers, and peanut butter. Reportedly, the pt felt better soon after. In the morning of that day at 9am, the pt tested at "307 mg/dl" on the lfs meter. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt had symptoms that can be suggestive of severe hypoglycemia after the pt took insulin per the lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.